Manufacturer narrative:
Complaint has been evaluated and is similar to: (B)(4) dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Rivision surgery - due to dislocation.